Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was attempted to be placed, the initial grasping was left medial of the mr, the clip was repositioned and successfully grasped more medial without reduction of the mr. The clip was repositioned and was implanted. After the second grasping attempt, a large mr was noted and it was assumed that the leaflet was damaged during the grasping attempt. There was challenges throughout the procedure with grasping and capturing the leaflets. A total of three mitraclips were implanted successfully. The final mr was grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet capture and grasping resulting in unspecified tissue injury (leaflet damage) and subsequent mr are related to patient conditions (prolapsed posterior over the whole a2 segment). Tissue injury/damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.